Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced phrenic stimulation since a generator change. It was reported that the right ventricular (rv) lead has high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.